Event description:
The subject device was used for a laparoscopic procedure of sigmoid colon. The ptfe pad of the device was partially separated. The procedure was completed with another thunderbeat device. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled. The manufacturing record was reviewed with no irregularities. As a result of the investigation, omsc concluded that the ptfe pad was peeled since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). This report is being submitted as a medical device report in an abundance of caution.